Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three lapro-clips .the visual inspection of the first returned product noted the cartridge was received with the legs not in the clip housing. The visual inspection of the second returned product noted the clip was fully formed but not completely deployed from the cartridge. The visual inspection of the third returned product noted it was received not applied. Foil was inspected with light assisted microscopy with no abnormalities. The clinical instrument was not received. Functionally; the condition of the first clip precludes functional evaluation. The second cartridge was loaded into a pmv representative instrument and fired; the pusher advanced properly and deployed the clip. The third cartridge was loaded into the pmv instrument, the firing handle was actuated and the clip formed properly onto the test media. The root cause of the malformed clip could not be reliably determined due to all components being properly assembled; however, based on related investigations the most likely root cause for the observed condition was determined to be mishandling during clinical application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the clip not fully deployed condition may occur if the trigger of the instrument is not fully actuated releasing the clip from the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The file will be closed as could not be reliably determined and misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic cholecystectomy, when the clips were applied to the vessels the clips were not forming properly. No patient injury or extension in surgical time.